Event description:
The hospital reported that during the endoscope vein harvesting procedure, while the device was in the tunnel, one arm that hold the c-ring broke but did not detach. There was no part broken off from the device. A replacement device was used to complete the procedure. No patient complications were reported by the hospital

Manufacturer narrative:
Investigation details: a thorough visual and functional inspection was performed on the returned device and there was no evidence of any breakage on either the c-ring washer tubing or the support wire. The reported complaint that the "c-ring broke but did not detach" cannot be confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.